Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2019 during a routine device replacement procedure the right atrial lead was capped and replaced, after noise that caused auto mode switch was noted during a in clinic follow-up and noise could not be programmed around. No complications were observed. Patient was discharged.